Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23april2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that unit failed performance verification testing (pvt) oxygen (o2) accuracy testing. The customer reported there was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
MFR rec¿d date 26apr2019 . Date of report rec¿d 26sep2019 .the customer informed product support that replacing the flow sensor assembly corrected the reported performance verification testing (pvt) failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit failed performance verification testing (pvt) oxygen (o2) accuracy testing.the customer reported there was no patient involvement. Event date not specified; estimate used